Manufacturer narrative:
Additional information was received that the reported issue of 02 latch valve failure is insufficient to affect flow of gasses during use and will not cause loss of mechanical ventilation. There was no reportable malfunction.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The o2 latch valve was reseated to resolve the issue. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during pre-use checkout. There was no patient involvement.